Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v172553, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the patient requested compatibility guidelines for MRI. The area to be scanned was right arm and not related to device therapy. Reviewed device was not MRI eligible on the arm. The patient stated his device was turned off and asked if he could have an MRI with the device off. It was reviewed that the system needs to be explanted in order for the patient to have an MRI. The patient reported there was a problem with the 'lead wires' 3-4 years ago. Hcp (healthcare provider) wanted to go in and repair it. The patient did not want to pay his deductible on his insurance. Hcp turned the therapy off and since then the device has been off.